Event description:
The pt received two leads with the same lot number. It was reported, the pt had ineffective stimulation and she had requested for her physician to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.